Manufacturer narrative:
This case, with patient identifier cn-378673d (system 4), is related to case with patient identifier (B)(6) (system 2) and (B)(6) (system 3) and (B)(6) (system 1). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the products.

Event description:
It was reported that the infusion set was leaking at the headset.